Event description:
It was reported that this right atrial (ra) lead, exhibited pacing inhibition was observed with what appeared to be more than two seconds of asystole on the atrial channel. Review of impedance trends also revealed a few instances of high out-of-range ra pace impedance measurements at approximately 3000 ohms in (B)(6) 2020, however ra impedances appeared to be within normal limits at this time. This ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).